Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical use and some evidence of blood. A visual inspection was performed. The scope wash tubing had been kinked at the c-ring joint. The tubing was removed from the track inside the cannula and was dislocated outside of the cannula; remaining attached to the c-ring. The tubing was inspected and evidence of blood and clinical use was seen on the tube, indicating that the tubing had been pulled away from its original position inside the tubing track inside the cannula during clinical use. The scope wash tubing was unable to transfer saline to the scope in the as-analyzed condition. Based on the condition of the device as found, the reported complaint was able to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using the vasoview 6 pro, the left "wire" that retracts and engages the cradle became dislodged from the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 09:51 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using the vasoview 6 pro, the left "wire" that retracts and engages the cradle became dislodged from the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.